Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep reviewed the error logs and found the charger enclosure and all charger cards were losing communication and therefore firmware versions. The charger enclosure was not reporting its firmware versions which caused the image acquisition system (ias) to remain in stand alone mode since the software versions were not matching. The rep replaced the charger enclosure and updated the firmware. After doing so, the rep tested the system and could not reproduce the issue. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that system¿s image acquisition system (ias) was stuck in stand alone mode. Additionally, the system's mobile view station (mvs) showed an error that the software version does not match. This issue was observed pre-operatively. Rebooting the mobile view station (mvs) a few times allowed for the system to return to a functioning state; the system then functioned as designed. It was noted that there was a patient present, however there was no surgical delay and no impact on patient outcome due to this issue.